Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was chosen for implant using a small flexnav delivery system (B)(4). After the valve was deployed, the non-abbott guidewire was attempted to remove. It was reported that it was difficult to push or pull the guidewire. Once the guidewire was successfully pulled from the patient, it was observed that the nose cone of the delivery system was not centralized. Several times, it was attempted to recentralize the nosecone without removing the valve, but the user was unsuccessful. The delivery system was then removed while the nosecone was not centralized and the navitor valve was displaced outside the native annulus. It traveled to the ascending aorta and was not snared or repositioned. Then, a second 23mm navitor valve was implanted without problems using another small flexnav delivery system (B)(4). However, it was again difficult to centralize the nose cone in order to remove the delivery system. The user was able to successfully remove the delivery system, without displacing the valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of a valve migrating to the ascending aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.